Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced fluctuating blood glucose (bg) in the 35mg/dl to 345mg/dl range. The patient reportedly treated the low bg with oral carbohydrates. The reporter stated that the patient was away on vacation and stated that the patient believed there may have been a delivery issue with the pump. The pump reportedly emitted multiple call service alarms prior to the patient's claim on reported delivery issue. The patient reportedly disconnected from the pump because he was unable to clear the call service alarms. It was noted that since the patient was away, customer support (cs) was unable to troubleshoot the pump. Cs advised the reporter that call service alarms do not affect bgs and that the alarms is a safety feature of the pump that will immediately notify the user of an issue. The reported high bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy and due to the allegation there may have been a delivery issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed moisture and corrosion found inside the pump. Investigation was unable to be completed on the reported complaint due to moisture damage. Unrelated to the complaint, the pump was found not to detect the cartridge during the load step. The pump was opened; moisture and contamination was found on the force sensor, on the internal battery, on the flex connector, on the force sensor pins and in the display screen.